Event description:
It was reported that during a supply change, the ilet device advanced past the rewind step directly to the ¿press and hold¿ prompt, and the user sought guidance on how to return to the rewind step; the user was advised to start the sequence from the beginning and successfully completed the rewind and supply change. Symptoms included no adverse clinical effects. Outcomes included successful completion of the supply change and resumption of insulin delivery without alerts or alarms. Investigation included customer education and step-by-step troubleshooting to restart the supply change workflow. Investigation of this case revealed user workflow error during the supply change sequence, with the device functioning as designed once the process was restarted from the beginning. It was concluded, based on previously established findings for similar reports, that the cause was use error related to supply change steps.